Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that regarding the cause of the pump memory error/service code 262, judging by our answer it was "the service code 262 [underdosing possible. Due to fault in pump accumulator, myptm may not be able to reliably access the myptm settings"]. Actions/interventions taken included changing 4 boluses per 12 hours instead of 8 per 24 hours. The 262 code had resolved. .

Manufacturer narrative:
H1 correction: further review indicated the event was reported in error. There is no information to reasonably suggest that the pump in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. There is no information to reasonably suggest that the model a810 clinician programmer software in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: a810, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a foreign patient(s) who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that they encountered some issues with pumps. While installing the myptm, it was not possible to update at the end of it if they defined 8 boluses per 24 hours; however, it worked if they inserted 4 boluses per 12 hours (8 per day). They were questioning the meaning of service code 171 at the end of the programming. It was further reported that a code also appeared as some point thought to be code 168, but they were not sure. At the time of the report technical services reviewed that the service code 171 (update successful; pending values saved) is regarding an information request to let you know the update was successfully done. Technical services further reviewed that code 168 (myptm information is being edited and must be confirmed or cancelled) indicates that you need to either confirm or cancel your myptm settings on the current screen before navigating to another page. The possibility that they may have accidentally tried to move to the next page before saving your changes was being considered. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that there was only 1 patient associated with the reported event. The pump serial number was provided. The rep initially reported the event. The name and address of the health care facility was also provided. The patient's gender and date of birth was provided. The implant date of the patient's pump was also provided including the serial number of the clinician programmer. The event occurred on (B)(6) 2025. It was stated that the problem was solved by changing to 4 boluses per 12h. The cause of the issue was unknown. The attachment provided indicated that service code 262 [underdosing possible. Due to fault in the pump accumulator, myptm may not be able to reliably access the myptm settings] was seen.